Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector plate of the infusion set detaches from the self-adhesive plaster. This issue occurred several times, but it is unknown how many infusion sets were defective.